Event description:
It was reported that one promus stent was implanted in the predilated mid left anterior descending (lad) artery and one promus was implanted in the proximal lad. During the stenting procedure the patient experienced no reflow. The patient was treated with cardiovascular medication. The condition resolved without sequela the following day. The patient was then noted to have elevated cardiac enzymes. No treatment was provided. This resolved without sequela five days later and the patient was discharged. There was no adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of occlusion is listed in the promus instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.